Event description:
The facilities biomed indicated that the hi/low function is drifting.

Manufacturer narrative:
The facility biomed has not returned hill-roms attempts to determine the resolution of the alleged malfunction.